Manufacturer narrative:
Additional information: d9, g3, h2, h3 one viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, the catheter was noted to be fractured near the ultrasound junction. Another device was used to completed the procedure with no consequences to the patient.